Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. They treated high blood glucose levels with manual injections. The customer stated the battery kept alarming to change after multiple changes. The customer went to sleep and woke up with the pump blank. Customer kept changing battery but it kept mentioning battery needs to be changed. Customer declined to troubleshoot for high readings since she resolved the issue was not stated how customer resolved the issue. The product was not returned for analysis.